Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A probable root cause for this event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure in a fragile left common femoral artery after an interventional procedure. Reportedly, after the knot was advanced, hemostasis was not achieved. Manual compression and a non-abbott device were used to achieve hemostasis. Subsequently, a 10 cm hematoma developed. Patient reported having a large lump/bruise from a procedure several months ago. No additional treatment was provided for the hematoma. There were no reported adverse patient sequelae. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4).